Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 5.6 (monitor 1) second test inr = 1.4 (monitor 2).

Manufacturer narrative:
Inratio precision data provided by end-user lot 050696: first test inr = 5.6 (monitor1) second test inr = 1.4 (monitor 2) mean = 3.5 ; sd = 2.9 ; %cv = 84%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.